Manufacturer narrative:
Literature citation: ehsan, et al in "total elbow allografts with collateral ligament reconstruction for posttraumatic elbow injuries", j orthop sci (2010) 15:795-803. (B)(4): (radioulnar synostosis). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Postoperative complications were observed in a retrospective review of patients who underwent total elbow osteoarticular allograft reconstruction between (B)(6) 2004 and (B)(6) 2008 for the management of previously operated on post traumatic arthritis with severe bone loss. The procedures consisted of a total elbow cadaveric allograft reconstruction with gracilis tendon allograft reconstruction of collateral ligaments. Recombinant human bone morphogenetic protein- 2 (bmp-2) was applied to the host-graft junctions of the reconstructed elbow. One patient underwent the reconstruction nine years after his initial injury. The patient experienced mild post-op pain and developed radioulnar synostosis at the level of the ulnar host-graft junction that manifested in limited rotational arc of motion. The synostosis was resected, and the radial head was replaced 13 months after elbow reconstruction, restoring his arc of motion. Seven months after this procedure, the patient sustained radial head implant loosening, resulting in clinical elbow instability, due to noncompliance with activity restrictions.